Event description:
The reporter stated the surgeon inserted a aq2010v silicone three piece lens and the lens tore. The lens was removed with no patient injury.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product found the lens optic torn, with pieces torn off and missing. One haptic was torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.